Event description:
It was reported that balloon damage occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for dilatation. However, during procedure the balloon had self-expanded. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that balloon damage occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for dilatation. However, during procedure the balloon had self-expanded. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. Device evaluated by MFR. The returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 14cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm any damages to the balloon.